Event description:
Reporter indicated that she was having issues with her programming wand. The wand could not establish communication with demo generators; however, other wands that were used could. The serial data cable was checked and appeared to be fine and the battery was replaced; however, the problem could not be resolved. The wand was returned to the manufacturer for analysis and an intermittent conductor was found in the serial data cable. The wand battery was also depleted. Once the serial data cable was replaced with a good bench serial data cable and the wand battery was replaced with a known good bench battery, all communication errors cleared. The wand then met all testing and performance specifications. No visual anomalies were identified and the wand.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.